Manufacturer narrative:
The balloon catheter afapro28 with lot number 19877 and data files were returned and analyzed. The file showed at least eight applications were performed on the date of the event with the returned catheter and system notice #50005 "leak detection" was received. Visual inspection showed there were traces of blood inside the balloons. Smart chip verification indicated the catheter was not used however the patient file showed eight application was performed with this catheter. The catheter passed the performance test despite leaking from the guide wire lumen during the inflation and ablation phase. System notice #50005 "leak detection" was not triggered. Dissection and pressure tests showed a leak at the guide wire lumen of the catheter in the balloon segment at 0.99 inches from the tip as well as a guide wire lumen separation from the tip of the catheter at the joint. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach before heat shrink, a breach at the tip, and guide wire lumen separation from the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.